Event description:
New information received notes the diagnostic anomaly was cleared and the battery looked almost full after programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was observed that the implantable cardiac monitor exhibited an anomalous low battery longevity due to the device being subject to cold weather. The patient experienced no adverse events and was reported to be in stable condition.